Event description:
Customer reporting 4 potential false positive sars results. No confirmation testing was performed but the customer feels they are false. Report 4 of 4.

Manufacturer narrative:
Investigation summary: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends for the reported issue for this lot. Root cause: unable to determine. Source: phone.